Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be firing out the end/forward firing at 55,832 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."

Manufacturer narrative:
(B)(4).